Event description:
Customer reported a low blood glucose of 34 mg/dl. He stated his sensor glucose reading was 104 mg/dl. The customer stated he was able to treat for his blood glucose. The customer was advised to monitor his blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.